Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined unipolar and bipolar impedance qualified as high, and oversensing. It was also reported that the ra lead exhibited oversensing. The rv lead was reprogrammed, and then explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the high rv lead impedance was due to a surgical procedure.